Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the customer's reservoir had air bubbles. The customer has been experiencing unexplainable high blood glucose. The customer's mother stated after filling reservoir, few hours later the air bubbles appeared. Advised instructions needed regarding the reservoir and sensor filling. The customer's blood glucose level was 16.6mmol/l.